Manufacturer narrative:
Cracks to the case, reservoir tube lip, battery tube threads, end cap abd a scratched display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the whole end of the insulin pump was gaping open. The blood glucose reading was 190mg/dl. The caller also stated that the back of the device by the up and down arrow was gaping open. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.